Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with loose balloon folds, contrast in the lumen and blood on the outside of the device. The device was in a water bath soaking for a week prior to analysis. An inflation device filled with water was used to inflate the device to nominal pressure. Water was found to be coming out of a pinhole, 14mm from the tip of the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a non-bsc guidewire was advanced to the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for post-dilatation. However, upon the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a non-bsc guidewire was advanced to the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for post-dilatation. However, upon the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.